Event description:
It was reported that a malfunction alarm occurred with a specific code indicating a pump issue that required replacement. There was no reported impact to the customer's blood glucose level as the customer declined to share details regarding any extreme levels or backup therapy. The customer was informed about the need for pump replacement, and a replacement pump was provided under warranty. The faulty pump was returned using the instructions and pre-paid label supplied by tandem technical support.